Event description:
The patient received an scs system including a non-rechargeable ipg on (B)(6) 2007. It was reported that the patient has observed the low battery warning for the ipg. The patient's program parameters are not available for purposes of confirming whether his ipg has reached its expected end-of-life. Surgical intervention will be undertaken to replace the device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.